Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information obtained is limited to the article. Additional information has been requested. The journal article did not include any analysis of how or if the phasix mesh potentially caused or contributed to any patient outcome or complications. Hernia recurrence, seroma and infection are identified in the instructions-for-use, supplied with the device as possible complications. Regarding infection, the warnings section states, ¿ if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate (01-jan-2016) based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
Per journal article ¿transversus abdominis release with biosynthetic mesh for large ventral hernia repair: a 5-year analysis of clinical outcomes and quality of life¿. The article aims to assess longitudinal clinical outcomes and quality of life (qol) following large single-staged ventral hernia repair (vhr) with transversus abdominis release (tar) and resorbable biosynthetic mesh (phasix flat mesh). The study included 29 patients from a ¿complex patient population¿ undergoing hernia repair between january 2016 - may 2021, with 19 of the patients having a bilateral tar performed. All patients in the study were noted to previously undergone open abdominal surgery. Many patients presented with associated comorbidities such as hypertension (51.7%), diabetes mellitus (20.7%), and were current or former smokers (41.3%). In the present study, the need for tar was indicated due to the large hernia defect size (= 150 cm2) and the need for medialization of the posterior rectus sheath to mitigate the tension on the repair. Post-operative outcomes reported included: non-healing incisional wound (8), seroma (3, with 1 resulting in drainage), cellulitis (2), surgical site infection (ssi) (5), infection (5, without mesh infection), hernia recurrence (2, with 1 resulting in surgical repair). It is noted that there were 6 surgical site occurrences requiring procedural interventions (ssopi), readmission (5), emergency department visit (6), total reoperation (4). The article does not report any device specific issue related to the hernia meshes. The authors noted ¿in this study of complex vhr, we identify the long-term efficacy of tar as a reliable technique for abdominal wall reconstruction, through our low hernia recurrence rate over a 5-year median follow-up period, significant improvement in qol, and acceptable rate of wound complications.¿